Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer stated no issue found with drawer 2.1, pharmacy was able to resolve prior to service. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the main drawer 2.1 failed, cannot be recovered causing a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this event.